Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported of a power system error from the insulin pump. The customer's mother stated that they had to change the battery more often than normal. The customer's mother stated that the pump stopped delivering insulin last night. The mother also stated that the pump alarmed low battery and had battery issues. The customer was advised to remove the aa battery from the pump and monitor the notification light. The customer stated that the power error was detected 2 times within 4 hours. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was returned for power error alarm 25. Detailed trace analysis had confirmed alarm 25 was triggered when backup battery unloaded voltage was less than 3.7v for consecutive 240 minutes. Analysis of the micro timer in detailed trace confirmed the root cause is the non-sleep anomaly software error. The insulin pump passed displacement test, rewind, seating and basic occlusion test. The insulin pump had cracked reservoir tube lip, scratched case and keypad overlay texture damage.